Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that two days post valve implant, a permanent pacemaker was implanted. The patient was discharged two days later.

Manufacturer narrative:
Continuation of d10: concomitant product ID evolutfx-29 (serial: j290294); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329 (lot: 0012289389); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012272640); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the loading of this transcatheter bioprosthetic valve , fluoroscopy check revealed an infold reaching the 4th node. A new system was used for implant. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 24 millimeter (mm) non-medtronic balloon. The patient went into complete heart block (chb). A temporary pacemaker was used and the valve (j284794) was implanted. The chb remained at the end of the procedure. The temporary pacing wire remained in-situ. It was reported the patient had pre-existing sinus bradycardia with first degree atrio-ventricular (av) block and right bundle branch block (rbbb), along with a calcium score of 74444 that contributed to the chb. It was reported that both valves were loaded by an experienced loader. No additional adverse patient effects were reported.

Event description:
Additional information was received that the calcium score was 7444. The patient remains in chb with no escape with a temporary pacing continued.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: this is a system report. The section d information is for the primary device, which was in use with the following: product ID lot 0012289389 use by date 2026-05-28 UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the nosecone over-captured by the capsule. Delamination was observed over the nitinol reinforcing frame along the mid-section of the capsule. There was a bend to stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. An evolut fx 29mm valve (j095575) was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with a crown overlap to node 2 which is acceptable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three static images were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed and a misload appears to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the IFU, if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The valve was deployed on the sterile field and an infold was confirmed. It was reported that a new valve was used for implant. It was also reported that a complete heart block occurred during the procedure and required a permanent pacemaker. As stated in the IFU, potential risks associated with the implantation of the evolut fx bioprosthesis may include but are not limited to conduction system disturbances (for example, atrioventricular node block , left-bundle branch block, asystole), which may require a permanent pacemaker. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.